Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked from the y-insertion during use. The following information was provided by the initial reporter, translated from portuguese to english: "there was leakage in the y insertion." "There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin/mucous."

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked from the y-insertion during use. The following information was provided by the initial reporter, translated from portuguese to english: "there was lekage in the y insertion." "There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin/mucous."

Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number: 8271612. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To further investigate this issue, one physical sample and three picture samples were provided for evaluation by our quality engineer team. Through examination of the samples, damage was observed on the extension tubing near the adapter. The physical sample was functionally tested and leakage was observed. The tubing damage was observed through magnification and two holes were identified. Based on the investigation results, a manufacturing related cause could not be identified for this incident at this time. Our quality team will continue to monitor the production process for signs of this defect and other emerging trends.